Event description:
The pt reported experiencing elevated blood glucose of up to 31.5 mmol/l (567 mg/dl) in 2009 and the next day. She stated that the infusion device does not display e4 (occlusion) error messages and she believes this is the reason for elevated blood glucose. She also reported the display of the infusion device has a black mark on it. She bolused through the infusion device and via syringe to lower her blood glucose. Her normal blood glucose level is 6.4 mmol/l (115 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.